Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that there was no blue screen. A field service engineer, reseated all connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station is currently frozen on a blue screen. The customer stated that there was a delay in obtaining the medication, which was retrieved from opposite side of the room. There were no adverse events or injuries reported based on this incident.